Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to pocket erosion. A new ICD system was implanted on the opposite side. No further patient complications have been reported as a result of this event.